Event description:
A ti occipital plate/rod, implanted approc one year ago, has broken. The plate/rod was implanted for fusion of occiput to c4 with the axon system. Three of the screws in the occiput appear to be in soft tissue. Hardware is scheduled for removal.